Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have displayed an alert that indicated high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested a review of the stored data. Upon review, ts confirmed that the rv lead exhibited high out of range pacing impedances that measured greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific product. Ts discussed review findings with the hcp and recommended isometric tests for further lead integrity evaluation. At this time, the crt-d and non-boston scientific rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have displayed an alert that indicated high out of range pacing impedances on the right ventricular (rv) lead. The health care professional (hcp) called technical services (ts) and requested a review of the stored data. Upon review, ts confirmed that the rv lead exhibited high out of range pacing impedances that measured greater than 2000 ohms. It was noted that the rv lead is a non-boston scientific product. Ts discussed review findings with the hcp and recommended isometric tests for further lead integrity evaluation. At this time, the crt-d and non-boston scientific rv lead remain in service. No adverse patient effects were reported.